Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. As the issue occurred in the past, troubleshooting was unable to be performed with tandem technical support. The customer reportedly changed infusion set and was successfully able to resume insulin. The customer's blood glucose was 139 mg/dl.